Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-08783. It was reported the pt experienced a sudden stop of stimulation followed by a shocking sensation during movement. Since then the pt had been receiving painful surges stimulation. The pt has a bulge at the implant site that is painful to touch. Diagnostics received invalid impedances on several contacts. X-ray suggested popped out anchor on the left lead. A very tight loop or kink appeared on the lead around the anchor site. A lead revision is pending upon approval. No further info is available at this time.